Event description:
It was stated that wednesday, (B)(6) 2013, she was able to get 6 out of 8 bars and she charged for an hour. It was reported the patient was surprised that her battery level read low on thursday. It was noted the patient was told she would have to charge for only 30 min. It was noted the patient saw the ¿battery depleted symbol¿ on the recharger. It was stated it was ¿really difficult¿ to connect to the implant and get ¿bars for recharging.¿ it was stated the recharger won¿t make connection. It was stated the patient¿s arm would start hurting and they would put it on. It was noted the ins was place in their back where the patient has a bad shoulder. It was reported that the patient was "very dissatisfied" with her device. It was stated that the patient was "having surgery on (B)(6) 2013 and won't seek additional help at this time". It was noted that the patient had concerns with her device or therapy but they have not sought further help.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3 7754, serial# (B)(4), product type recharger; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).